Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the green discoloration was unknown.

Event description:
It was reported that the patient had some damage to the bend relief at the connection of the white port and some green discoloration as well. Log files were submitted for review. The log file captured a few pulsatility index events and routine power cable disconnect during power change. According to images submitted to technical services, the separation on the bend relief of the system controller white power cable was cosmetic. There was no abnormal power cable disconnect or low power advisory seen in the log file.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted image confirmed damage and discoloration on the white power cable of the system controller. A specific cause for these findings could not be conclusively determined. The account submitted one image of the patient's white power cable connector revealing damage to the strain relief. Additionally, a green substance consistent with fluid ingress was noted at the site of damage. Review of the submitted log files captured the system operating as intended. No notable events or alarms were captured. Provided information revealed that the cause of the green discoloration was unknown. A controller exchange had not yet been performed but would be discussed at the patient's next appointment. The device history records were reviewed, and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 2 of the IFU, ¿system operations¿, and section 2 of the patient handbook, ¿how your heart pump works¿, instruct users to keep their equipment, including the system controller and power cables, away from water or liquid. Section 2 of the IFU also instructs users not to twist, kink, or sharply bend the system controller power cables. The IFU and patient handbook also address how to properly care for and maintain the equipment for proper use, including the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.